Manufacturer narrative:
Additional information added in adverse event or prod prob (b). Investigation result: one mz5303 was received without packaging for investigation. The sample had no residual fluid throughout and no connecting product was provided to aid the investigation. The customer reported that the connection disconnected when they attempted to screw the female luer of the maxzero component to the male luer of the external extension tube (terumo corporation: sureplug ad infusion set for telfusion infusion pump, model #sa-ptt302mmz). A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd stock products remained secure; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when subjected to leakage testing at both the fla and the male luer of the set. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID (B)(4) from the maxzero component confirmed a possible lot number to be either 23129145, 23129146 and 23129147. A review of the production records for listed lot did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Event description:
Additional information: please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? - not "during priming", not "during infuse", but immediately after "connection" (after 0 seconds).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector disconnects . The following information was received by the initial reporter with the following verbatim: customer reported that an external extension tube was connected to the female end (mixed infusion part), and when the patient tried to start infusion, the male luer on the extension tube side rotated backwards and came off.